Event description:
It was reported that a patient experienced hypotension and mild st segment elevation in the inferior leads. During a pulmonary vein isolation and posterior wall ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall constituted off-label use of the catheter. Vascular access obtained and transseptal puncture completed under fluoroscopic guidance. The left atrium was mapped using a non-boston scientific (bsc) catheter. The farawave catheter was introduced into the left atrium for treatment of atypical atrial flutter (redo). During mapping, patient movement resulted in map shift. The farawave catheter was removed, and the non-bsc catheter was reintroduced via the faradrive sheath to acquire a corrected map. The farawave catheter was reinserted into the left atrium. Touch-up ablation was performed at the right carina and inferior aspect of the right inferior pulmonary vein (ripv) using 8 lesions in a flower configuration. 21 lesions were applied to the posterior wall of the left atrium. 14 lesions were applied to the anterior wall, creating a line from the right superior pulmonary vein (rspv) to the mitral valve annulus. A total of 43 lesions were delivered in the left atrium. The farawave catheter was removed, and the faradrive sheath was retracted into the right atrium. No ablation was performed in the cti region. The physician noted hypotension and mild st elevation in the inferiro leads when preparing to administer nitroglycerin. The decision was made to abort CT ablation. No additional interventions were required, and both the hypotension and st segment elevation resolved spontaneously. No further patient complications were reported. No device issues were noted with the catheter. It is believed that the st segment elevation occurred from the ablation of the anterior mitral valve annulus. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
H6: impact codes- corrected. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation and atrial flutter, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension and mild st segment elevation in the inferior leads. During a pulmonary vein isolation and and posterior wall ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall constituted off-label use of the catheter. Vascular access obtained and transseptal puncture completed under fluoroscopic guidance. The left atrium was mapped using a non-boston scientific (bsc) catheter. The farawave catheter was introduced into the left atrium for treatment of atypical atrial flutter (redo). During mapping, patient movement resulted in map shift. The farawave catheter was removed, and the non-bsc catheter was reintroduced via the faradrive sheath to acquire a corrected map. The farawave catheter was reinserted into the left atrium. Touch-up ablation was performed at the right carina and inferior aspect of the right inferior pulmonary vein (ripv) using 8 lesions in a flower configuration. 21 lesions were applied to the posterior wall of the left atrium. 14 lesions were applied to the anterior wall, creating a line from the right superior pulmonary vein (rspv) to the mitral valve annulus. A total of 43 lesions were delivered in the left atrium. The farawave catheter was removed, and the faradrive sheath was retracted into the right atrium. No ablation was performed in the cti region. The physician noted hypotension and mild st elevation in the inferiro leads when preparing to administer nitroglycerin. The decision was made to abort CT ablation. No additional interventions were required, and both the hypotension and st segment elevation resolved spontaneously. No further patient complications were reported. No device issues were noted with the catheter. It is believed that the st segment elevation occurred from the ablation of the anterior mitral valve annulus. The catheter is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that a patient experienced hypotension and mild st segment elevation in the inferior leads. During a pulmonary vein isolation and and posterior wall ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall constituted off-label use of the catheter. Vascular access obtained and transseptal puncture completed under fluoroscopic guidance. The left atrium was mapped using a non-boston scientific (bsc) catheter. The farawave catheter was introduced into the left atrium for treatment of atypical atrial flutter (redo). During mapping, patient movement resulted in map shift. The farawave catheter was removed, and the non-bsc catheter was reintroduced via the faradrive sheath to acquire a corrected map. The farawave catheter was reinserted into the left atrium. Touch-up ablation was performed at the right carina and inferior aspect of the right inferior pulmonary vein (ripv) using 8 lesions in a flower configuration. 21 lesions were applied to the posterior wall of the left atrium. 14 lesions were applied to the anterior wall, creating a line from the right superior pulmonary vein (rspv) to the mitral valve annulus. A total of 43 lesions were delivered in the left atrium. The farawave catheter was removed, and the faradrive sheath was retracted into the right atrium. No ablation was performed in the cti region. The physician noted hypotension and mild st elevation in the inferiro leads when preparing to administer nitroglycerin. The decision was made to abort CT ablation. No additional interventions were required, and both the hypotension and st segment elevation resolved spontaneously. No further patient complications were reported. No device issues were noted with the catheter. It is believed that the st segment elevation occurred from the ablation of the anterior mitral valve annulus. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
G3: bsc aware date: corrected to account for media analysis date. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation and atrial flutter, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.